Event description:
Health care professional reports patient (pt) gained 3 pounds during a 3 hour dialysis treatment set to remove a total of 2.3 kg. The tmp on the device was set at 80 by the ultrafiltration controller. This weight gain was noted after treatment completed. No medical intervention of pt injury reported by the health care professional.